Event description:
A male underwent aaa repair in 2008. No planning and sizing information is available. During the procedure, the proximal safety wire (attached to the black safety wire release knob) could not be withdrawn. Pulling on the wire caused the metal cannula to bow, indicating that the wire was still in the top cap. The flex main body was delivered from the left groin over a 260cm double curve lunderquist wire that was advanced to the aortic arch. Although both common iliac arteries were aneurismal, there was no significant iliac tortuosity or aortic neck angulation. Delivery of the flex main body through the vasculature was achieved without difficulty. It was not necessary to rotate or twist the system during advancement. A small amount of rotation of the gray positioner was performed. After that, the proximal wire could be withdraw. The distal safety wire was removed without problem. Post-deployment angiography was unremarkable. The graft was found to be intact and the renal arteries were open and patent. After removing the flex main body delivery system, there was no visual indication that the wire was deformed. There is a very small groove in the top cap (where the wire enters it). Patient is fine.

Manufacturer narrative:
Event evaluation: still under investigation.